Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported "painful", "hardening", "ruptured", "calcified granulomas", "deformity", and capsular contracture baker grade IV. This record is for the right side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, capsular contracture baker grade IV.